Manufacturer narrative:
The complaint is confirmed based on the x-ray the customer provided, which displays that the button did not seat properly. However, without the return of the device for physical evaluation, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/21/2023, it was reported by a sales representative via phone that an ar-1588rt-2j tightrope ii rt failed and was discovered post-op by an x-ray. It was noticed that the ar-1588rt-2j tightrope button was not seated against the cortex. There were no delays or reported adverse effects on the patient. This was discovered post-op after an mpfl reconstruction procedure on (B)(6) 2023. Additional information provided on 1/11/2024: per the sales representative on x-ray 1 attachment: "here is the intra-op photo showing the button flush against the cortex. Final tensioning was completed and another shot was taken showing the button securely down to the cortex. This was the saved photo from the case." Per the sales representative on x-ray 2 attachment: "here is the photo post-op that was taken two weeks later in clinic. As you can see, the button is no longer flush against the cortex and it is not providing biomechanical support to the construct."

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint is confirmed based on the x-ray the customer provided, which displays that the button loosened post operation and did not stay seated. Per dfu-0147-eo rev 2 e. Warnings note 9. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device and bone. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
The complaint is confirmed based on the x-ray the customer provided, which displays that the button did not seat properly. The directions for use (dfu) for tightrope devices, section e. Warnings include: 9. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight-bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device and bone. Dfu section g. Precautions include: 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. Based on the information provided, the most likely cause for the reported failure may be attributed to a patient-specific event, however this is just a possible cause as there could be other reasons outside of post-operative noncompliance that contributed to this event. Arthrex did not receive the device for inspection. As a result, an evaluation could not be performed to assist with confirming why it was unseated from the bone. We also cannot attest to the manner and method by which the device was utilized by the surgeon. We understand that any of these may or may not have been the cause of the event, but we believe that device function was not the cause.

Event description:
On 01/03/2024, a sales representative reported via phone that an ar-1588rt-2j tightrope ii rt failed during a (B)(6) 2023 mpfl reconstruction procedure. The failure was discovered post-op by an x-ray. It was noticed that the ar-1588rt-2j tightrope button was not seated against the cortex. There were no delays or reported adverse effects on the patient. Additional information provided on 1/11/2024: per the sales representative on the x-ray 1 attachment: "here is the intra-op photo showing the button flush against the cortex. Final tensioning was completed, and another shot was taken, showing the button securely down to the cortex. This was the saved photo from the case. Per the sales representative on the x-ray 2 attachment: "here is the photo post-op that was taken two weeks later in the clinic. As you can see, the button is no longer flush against the cortex, and it is not providing biomechanical support to the construct.